Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended but not yet implemented. There were no patient consequences.

Manufacturer narrative:
Correction: b5 previously reported as in clinic follow up, now corrected to remote.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended but not yet implemented. There were no patient consequences.